Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how long was the wait time in the procedure due to this issue? 5 minutes. Was any intervention provided due to lack of blood flow during the wait time? No. Did only 1 suture break during this procedure? More than one. Was patient's post-operative care changed? No. Lot number. Not none. Can you clarify the number of patient events the suture broke? 2. Were the other events reported? No. What are the complaint numbers? N/a. Please provide the following for each event: date of the procedure? Not known. What is the specific number of devices that failed in each procedure? 2. Was there any patient consequence during the procedure? No. How long was the wait time in the procedure due to this issue? 7min. Note: events reported via 2210968-2019-81531, 2210968-2019-81532, 2210968-2019-83335.

Event description:
It was reported that the patient underwent a cardiovascular procedure on an unknown date and suture was used. The suture broke when creating the anastomosis. The patient had no inbound blood supply at the moment. The procedure was delayed around 5 minutes. Another device was used to complete the procedure. There were no adverse patient consequences reported.